Manufacturer narrative:
Sample was collected at an offsite clinic that is affiliated within the same health system as customer . Collection tube was a plastic gold serum separator tube with gel separator. Centrifugation for >5 minutes and >5,000. Sample noted that tube was a short draw. Sample was received from offsite clinic as a frozen serum tube by customer and thawed prior to analysis. There were no result flags generated with result in question. Quality control (qc) was run once daily. Customer did not report any qc out-of-range issues. A system check from (B)(4) 2010, passed all parameters. Customer did not report any event log messages associated with event. Service was not dispatched. Root cause was not determined. Sample condition of short draw, and freeze/thaw without centrifugation prior to testing, may have been contributing factors to the erroneous test result. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous high access pth (parathyroid hormone) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.